Event description:
It was reported that the home patient (hp) disconnected from the homechoice (hc) during drain two causing a fluid leak. The fluid leaked on the hp and on the bed. The technical service representative (tsr) had the hp end the therapy. The tsr advised the hp to use manual supplies to finish the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4): additional follow information was received. It was reported that the patient line had disconnected from the catheter during the time that the patient was still full. The solution leaked out before the patient performed the drain. The patient went to the hospital for a wet contamination. The patient was treated with unspecified antibiotics (route, dose and frequency not reported) as a precaution. At the time of this report the patient was fully recovered.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.